Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the pump to shutdown unexpectedly. Additionally, it was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. There was no adverse effect to the customer's blood glucose level. The customer did not provide a backup form of insulin therapy.